Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient was admitted to the hospital on (B)(6) 2015 due to dizziness, and was discharged (B)(6) 2015. It was determined the issue was not device related. The implanted device remains.